Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The initial medical device report was submitted via an alternative summary report on 10/31/2017 under authorization number e19974033 for manufacturer abbott under registration number 2017865.

Event description:
The initial medical device report was submitted via an alternative summary report on 10/31/2017 under authorization number e19974033 for manufacturer abbott under registration number 2017865